Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted, and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was not returned, but medical records were provided. The case report form (crf) alleged elastic recoil after the use of the ultrascore, however the medical record review does not report the same outcome. Therefore, the investigation is inconclusive for the elastic recoil, as the provided evidence does not confirm the presence of elastic recoil or any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: b7, h6 (results 1) h11:section a through f - the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superficial femoral artery (sfa) with a focused force percutaneous transluminal angioplasty (pta) balloon, the patient had elastic recoil of the distal sfa. A pta balloon and drug-coated balloon were used for residual stenosis and to treat the elastic recoil. There current patient status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superficial femoral artery (sfa) with a focused force percutaneous transluminal angioplasty (pta) balloon, the patient had elastic recoil of the distal sfa. A pta balloon and drug-coated balloon were used for residual stenosis and to treat the elastic recoil. There current patient status was not provided.